Event description:
Obtaining erratic blood glucose results (95 - 400 mg/dl), while using the suspect device. Based on erratic values, pt reportedly sought treatment at physician's office, where blood glucose measured - 300 mg/dl, on doctor's blood glucose monitor. Pt noted that, approximately 1 hour before her blood glucose was tested on doctor's monitor, she had obtained a result of 106 mg/dl, on the suspect device. Pt reportedly retested blood glucose using the suspect device, 1 hour and 45 minutes after result of - 300 mg/dl, and obtained a result of 95 mg/dl. Pt stated that no treatment was received at her doctor's office, she was however, prescribed a new oral diabetic medication, quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.